Manufacturer narrative:
(B)(4)

Event description:
The patient had a loss of stimulation of her device on the right side. No incident or accident was attributed to the event. The patient met with the company representative for extensive troubleshooting, but this did not explain why it went "dead". The patient was redirected to her physician. Further information was requested from her healthcare professional.